Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, around 6:00 pm, it was reported that a (B)(6) child patient experienced severe high blood glucose levels (400s) and diabetic ketoacidosis which they tried to treat by a bolus via the pump. The patient's parent reported that overnight, she became sicker and sicker, had vomiting, and could not keep anything down. Therefore, in the morning they tested for ketones, which showed that she had large ketones, so they took her to the emergency room. They stated that she thought that it was due to a bent cannula. Her mother mentioned that it did not happen right away after set was changed earlier on friday, then by friday night she had high blood glucose levels. Consequently, on (B)(6) 2021, she was admitted in the emergency room and was administered some unspecified fluids intravenously to flush ketones. However, she was discharged from emergency room after 5-6 hours and she thought that she might have been in the very beginning of diabetic ketoacidosis, but her doctor felt okay sending her home and she was not admitted overnight. Moreover, about a week later ((B)(6) 2021), she again had high blood glucose levels and did not require any treatment at healthcare facility but discovered another bent cannula. Reportedly, she went back to multiple daily injections for a couple days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.